Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. The connection from the overlay to the printed circuit board (pcb) was reseated. It was also indicated that the power cord bay latch was broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not retain calibration. The stylus was replaced and calibrated multiple times but calibration would be lost rapidly. The programmer was returned for service. No patient complications have been reported as a result of this event.